Event description:
It was reported by the clinician that the atrial lead had undersensing and no capture. It was further reported that the lead was reprogrammed to bipolar and sensing was appropriate. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.